Event description:
It was reported that the customer called the olympus representative and reported that their patient called the facility stated that they got (B)(6) from an endo procedure. The customer stated that the patient would not give a name or any other information other than they said they got a (B)(6) from an endo procedure. There was no further information provided about the incident. The subject device was not returned for evaluation. Several follow ups were made to the customer however were unsuccessful, no response was received. This event has been reported by the manufacturer on MDR # 8010047-2020-00853.